Manufacturer narrative:
The suspect device was returned for evaluation. The unit was examined visually and microscopically. The complaint is confirmed. The root cause is attributed to the manufacturing process. The complaint database was reviewed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found. Corrective actions are in process.

Event description:
The distributor alleged a foreign object was inside the fluid path of the syringe. This was identified during the distributors incoming inspection. The device was not sent to a user facility.